Event description:
On 7/25/2022, it was reported through a patient's legal filing that on (B)(6) 2018 the patient underwent a right knee medial uni-compartmental knee arthroplasty using the following arthrex ibalance uni-compartmental knee system devices: ibalance uka tibial bearing implant, size 4 ar-521-tbd8 (lot 5791631), ibalance uka femoral size 3 ar-501-ufrc (lot 10144742) and ibalance uka tibial tray size 4 ar-501-ttrd (lot 10223657) thereafter on (B)(6) 2019 the patient complained of aches and pains in the knee and during the visit the surgeon discussed a potential revision. The patient again reported aches and pains on (B)(6) 2020. On (B)(6) 2020 the patient presented to a different surgeon with complaints of pain and tenderness and an aspiration of the right knee was performed and revealed limited range of motion. The surgeon then recommended a revision procedure due to loosening. On (B)(6) 2021 the surgeon performed a right revision total knee arthroplasty, both components. It is unknown what manufacturers devices were utilized to complete the revision procedure. No further details have been given.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed based on the customer provided photo, which does not display the failed implant. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.